Event description:
It was reported that the physician started the procedure with the lead already preloaded with the 0.012 in. Bent stylet. With the lead inserted into the needle and distal end of the lead in the epidural space, the customer elected to switch stylets. The 0.012 in. Bent stylet was removed with no issue. The physician then proceeded to insert a 0.012 in. Straight stylet and upon insertion, the stylet was unable to be advanced through the proximal end of the lead. The lead was replaced with another and no new event was observed. The physician did not make a custom bend in the lead (with stylet present in lead).

Manufacturer narrative:
(B)(4).